Event description:
The 5.0 x 12 nc trek balloon was inflated to open a blocked right coronary artery which had a previously placed stent. Balloon was deflated and upon removing, balloon became difficult to remove. Cardiologist attempted several remove balloon and balloon became disconnected. Amplatz goose neck snare used in order to retrieve balloon, but unsuccessful. Pt remained stable throughout procedure. Cv surgeon was consulted and pt to transfer to operating room for removal of device.